Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The wire was broken at a position about 1000 mm from the tip. The manufacturing record was reviewed and found no irregularities. Based on the survey results using a similar device, it is presumed that the wire broke due to the repetition of the following mechanism. 1. A bending load was applied to the wire during handling, causing the wire to bend significantly. 2. A load was applied to the bent wire in the direction of returning it to a straight line. A possibility is that the brush damaged tissue until it caused bleeding due to either of the factors shown below. 1) the customer pressed the distal end of the insertion portion onto body cavity tissue using excessive force. 2) the customer abruptly extended the brush from the tube and bumped it against body cavity tissue. 3) the customer did not confirm that the brush was properly positioned in the body cavity before extending the brush from the tube or brushing it against body cavity tissue. However, the exact cause of the reported event could not be identified. The above device handling has warned in the instruction manual as follows. Do not insert the instrument into the endoscope if the brush is not completely retracted into the tube and do not insert the instrument abruptly. The distal end of the insertion portion may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope and/or instrument.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
An endobronchial brushing in the right intermediate bronchus was performed. The user reported a "brush extraction failure at the end of brushing procedure. The user visualized in fluoroscopy and the cytology brush was blocked at the distal end of the endoscope. No part felt in the patient body. The user decided to attempt an extraction with a rigid bronchoscope with foreign body forceps. The user removed the brush with the forceps. After extraction, the user found a punctiform mucous wound, sparingly bleeding, with obvious passage of air because of bubbles. The user administered frozen physiological serum and then adrenaline to stop the bleeding. The patient left the hospital after 2 days.